Event description:
At 7 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 january 2022: lot 2002484: (B)(4) items manufactured and released on 14-july-2020. Expiration date: 2025-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988), lot. 2009482. Batch review performed on 27 january 2022: lot 2009482: (B)(4) items manufactured and released on 23-dec-2020. Expiration date: 2025-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0006l femoral component sphere cemented size 6 l (k121416), lot. 2100338. Batch review performed on 27 january 2022. Lot 2100338: (B)(4) items manufactured and released on 01-apr-2021. Expiration date: 2026-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.